Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not wear a mask and the exchange area was not cleaned prior to initiating therapy. The patient was hospitalized for the event and treated with vancomycin (1 gram, frequency and route not reported) and fortum (1 gram in bag, frequency and route not reported). At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.